Manufacturer narrative:
The initial medwatch reported the returned device found the nozzle was clogged with foreign material, the image guide protector, the connecting tube, light guide lens, the adhesive on the bending section cover, and the plastic distal end cover, all had foreign objects; however; the customer returned the device without reprocessing (due to the air flow defect, non-reportable), which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the nozzle was clogged with foreign material, the image guide protector, the connecting tube, light guide lens, the adhesive on the bending section cover, and the plastic distal end cover, all had foreign objects. Additional findings were as follows: the suction cylinder has no color, the switch1 has a cut, due to damage on the bending section cover insulation resistance value at distal end does not meet the standard value, the objective lens has a crack, due to deformation of light guide connector, water tightness is lost, the universal cord has discoloration, due to a pinhole on video cable, water tightness is lost, due to deformation of video connector, water tightness is lost and the scope connector cover unit, the video connector case both had a scratch. It is most likely the reported issue was a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had no air. It was unknown when the event occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material, the image guide protector, the connecting tube, light guide lens, the adhesive on the bending section cover, and the plastic distal end cover, all had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.